Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the fracture and occlusion. The patient reported becoming aware of blood clots, clotting and or occlusion of the inferior vena cava (ivc), fractured filter struts retained within the ivc, approximately seven years and nine months post implant. The patient also reported anxiety related to the filter. Per the implant records, the filter was indicated for multiple recurrent pulmonary emboli (pe), factor v leiden deficiency, intolerance of coumadin and long term lovenox therapy with recurrent deep vein thrombosis (dvt). The right groin was accessed percutaneously and a cavogram was performed at l2. The optease filter was deployed at the junction of l2-l3 in optimal position. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. The instructions for use state filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the very limited information and no imaging available for review it is not possible to draw a conclusion between the reported events and the filter. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture and occlusion. Per the implant records, the filter was indicated for multiple recurrent pulmonary emboli (pe), factor v leiden deficiency, intolerance of coumadin and long term lovenox therapy with recurrent deep vein thrombosis (dvt). The right groin was accessed percutaneously and a cavogram was performed at l2. The optease filter was deployed at the junction of l2-l3 in optimal position. According to the information received in the patient profile form (ppf), the patient reports blood clots, clotting and or occlusion of the inferior vena cava (ivc), fractured filter struts retained within the ivc and further experienced anxiety related to the filter, becoming aware of these events approximately seven years and nine months after the filter implantation.